Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that there was noise oversensed on the right ventricular lead, seen during isometrics, leading to an alert for ventricular noise reversion. The patient noted feeling occasional dizziness, and it was unknown if it was related to the oversensing. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.